Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 16635 was returned and analyzed. External visual inspection of the electrical handle segment showed the female coaxial connector was detached from rear strain relief. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 1 applications on the reported event date. Unable to do the performance test with the console, the catheter was received in a defective state. The returned catheter was connected to the console and triggered system notice 50006 "the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum." During electrical testing at the handle segment, electrical crosstalk was identified. The impedance values between pin #5 and pin#6 were out of specification. Upon further inspection it was found that the electrical wire strand from pin #6 was plugged into pin#5, which was causing erroneous values and triggering system notice 50006. To confirm if this was not an issue with the optical sensor, the wire strand of pin #6 was removed from pin #5 and the complaint catheter was connected to the test console. The catheter would then be recognized. Pressure testing and inspection of sub-components was performed on the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.11 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. The reported steerability issue might be due to the guide wire lumen kink inside the balloon segment. In conclusion, the reported guide wire lumen kink was confirmed through testing. The balloon catheter failed the returned product inspection due to the guide wire lumen kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the inner shaft of the balloon catheter was bent/buckled when the balloon catheter was inflated externally. There were no changes when the balloon lever and push lever were checked. The balloon catheter was replaced. When the coaxial umbilical cable was disconnected, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Once everything was connected properly, the procedure continued. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.